Event description:
It was reported that before use, by the hospital personnel, the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message when powered on. There was no patient involvement.

Manufacturer narrative:
Record is being cancelled as it was opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: contact reporter name was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message when powered on. There was no harm reported.